Event description:
It was reported that the patient was preferred to the clinic for a lead replacement procedure. This implantable lead was explanted and successfully replaced. The suspect cause for the procedure was due to noise. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned intact. The helix was stretched and deformed. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 85-90 millimeter from the terminal end along with puncture holes likely due to explant complications. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of lead replacement were likely caused by the confirmed fracture.

Event description:
It was reported that the patient was preferred to the clinic for a lead replacement procedure. This implantable lead was explanted and successfully replaced. The suspect cause for the procedure was due to noise. No additional adverse patient effects were reported. At this time, the product has been returned, investigation will be performed and this report will be updated.